Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2015, to report a potential audio issue that occurred on (B)(6) 2015. No additional event or patient information is available. No product or data was provided for investigation. The reported complaint cannot be confirmed. The root cause cannot be determined.